Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed in addition the battery was depleted and not charging. The device's internal battery was replaced to address the issue. Additionally, it was reported that the device failed a nurse call test however, the failed test could not be confirmed. The device passed all testing.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed in addition the battery was depleted and not charging. The device's internal battery was replaced to address the issue. Additionally, it was reported that the device failed a nurse call test however, the failed test could not be confirmed. The device passed all testing upon further evaluation, the device is not needed for inventory and will be scrapped.